Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received fully applied with advanced pushers. No damage was noted to the knife blade. The knife blade assembly was observed to be bent. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if excessive force is applied to advance the firing knob during application over a thick tissue. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal gastrectomy, when using the loading unit, it was too stiff and the knife did not move. The surgeon tried to fire on nothing without tissue clamped, but the knife still did not move at all. When using another loading unit, the knife bent and could not cut at all however, the staples have been properly formed until the end. They were not able to cut with the knife. The procedure was completed with another device. There was no patient injury.